Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to blood at site. Customer stated that they bleed more than normal when inserted the infusion set and sensors. Customer stated that the blood was visible on the sensor connector. Customer confirmed that they were taking two blood thinners because of their heart ailment. The sensor will not be returned for the further analysis.